Event description:
It was reported that the user experienced recurrent nocturnal low glucose readings around 2¿3 am, treated with two glucose tablets when readings were approximately 70 mg/dl, without fingerstick confirmation and without hypoglycemia symptoms. Symptoms included low glucose readings without reported clinical manifestations. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education. Investigation included case review and user counseling on hypoglycemia management. Investigation of this case revealed an unclear cause of hypoglycemia with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.